Event description:
It was reported by the rep the device was used in a laparoscopic cholecystectomy. It was reported the er320 spit and improperly formed clips. Surgeon completed procedure using a second er320 without incident. The first er320 was obtained from a fdc11 kit. The device was dropped off to the contact person without add'l info. Two clips were kept and placed in the bag with the returned er320.